Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation, the technician discovered internal damage and evidence that the customer attempted repair of the device. This investigation has been compromised. As a result of the device being tampered with, root cause could not be firmly established. The damaged parts were replaced and all internal connections were re-connected. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.